Manufacturer narrative:
H6: the incident was caused by a malfunctional tube assembly, which was due to assembly error. Endopath endoscopic articulating stapler-based upon the inquiry information received, the visual examination, and the functional test, it was concluded that the reported "device jammed after the second staple" during surgery may have been due to a malfunctional tube assembly. The instrument was received without a cartridge and with what appeared to be thermal damage between the articulation knobs. There was a pink dried substance between the knobs and it appeared that this substance is what caused the damage to the housing. The handle housing has been sent to the reliability lab to determine the nature of the pink substance. A test was cycled, but would not fire a staple. The instrument was disassembled and it was concluded that the firing cable was being impeded by the seal, due to the malfunctional tube assembly. The malfunctional tube assembly was due to an assembly error.

Event description:
It was reported the oms20 was used during an unknown procedure. It was reported by the affiliate the device jammed after the second staple. There was no consequence to the pt.